Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens folded within the incision tunnel and the descemet's membrane was stripped. The surgeon reported no additional treatment was required to date. The surgeon also reported that the patient has a poor endothelium which might have contributed to the event. The doctor said no treatment is required and the eye should heal on it's own.

Manufacturer narrative:
A qualified viscoelastic was indicated. Information was provided that the nozzle is too short for the surgeon's style of incision. The doctor also stated that the patient has a poor endothelium which might have had some contribution to the event. The doctor said no treatment is required at this stage and the eye should heal on it's own. (B)(4).